Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with unknown phone with android operating system version 3.4.2.9593. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "unresponsive and could not swallow anymore," a loss of consciousness and was unable to self-treat. Customer had contact with both third-party and healthcare professionals where a nurse treated customer with cola and an emergency doctor treated customer with glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.